Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the continuous glucose monitor (cgm) was displaying a sensor error (???) And during this time they removed the sensor and continued to monitor their glucose values with finger sticks. The patient experienced a hyperglycemic event which resulted in the ambulance being called and was transported to the hospital. It was reported that the hyperglycemic event lead to an infection that interfered with the effectiveness of the patient's insulin. The patient indicated they experienced blood poisoning and kidney failure. The patient was released from the hospital on (B)(6) 2018 and at the time of contact, the patient felt tired and worn out. No additional patient or event information is available.